Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res replaced the upper power supply to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. The power supply was returned with loose wires, which were not connected to the power control board. The power switch, nearby wires, and wires from the power cord found to have soot (charred marks). There are no discrepancies found on the power plug. The cable from the fan was found to be damaged. A detailed inspection on the power switch found one of the terminals damaged. There were no problems found with the fuses of the power supply. There are no other discrepancies on the returned power supply. The loose wires were connected to their proper location on the power control board and the power supply was installed onto a test machine for testing. The test machine powered on without alarms or failures. The test machine completed a rinse program without problems. The test machine functioned properly during dialysis. A heat disinfect program was completed. A self-test program passed. All tests passed with the power supply fan not functioning. Both si2 and si6 fuses measured 0.2 ohms. The power switch (rocker switch) measured open when the switch is off. The power switch (rocker switch) measured closed (continuity) when the switch is on. The terminals on the power switch found to be secured. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine had visibly burned wires and visible smoke in the power supply assembly. The issue was found while the biomed was servicing the machine, which had powered off during heat disinfect mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 136 hours of use and the power supply assembly was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply wiring. The biomed confirmed the machine had not had any past problems failing the electrical leakage test. Adam confirmed the machine was plugged into a hospital grade gfci outlet a fresenius regional equipment specialist (res) inspected the machine and noted it was blowing fuses as well. The res replaced the power supply assembly to resolve the issue. The burned power supply was taken by the res and will be returned to the manufacturer.